Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-calcified subclavian artery. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon its second inflation at 14 atmospheres. It did not remain inflated during the second inflation. The device was removed without any problem, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of a gladiator elite catheter. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 52 mm in length and extended from a position 9 mm proximal of the proximal markerband to 7 mm distal of the distal markerband.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-calcified subclavian artery. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon its second inflation at 14 atmospheres. It did not remain inflated during the second inflation. The device was removed without any problem, and the procedure was completed with a different device. No patient complications were reported.